Event description:
The site reported the following: a pt with a pre-existing history of angina pectoris was scheduled for a diagnostic cardiac catheterization. During the injection of the right coronary artery, it was noted that the pressure wave dampened. While preparing for angiograms of the left anterior descending artery, the nurse flushed saline through the tubing from pressure dome into the single pt disposable set (spat) and out through the stopcock. During the first angiogram of the left descending artery, it was noted again that the pressure wave was dampened. On the second angiogram of the left coronary artery, a large air embolism was noted. The pt required medical intervention including intubation, medication administration, and defibrillation. The pt stabilized, made a full recovery, and was discharged. The site reported that they believe this event was caused by user error.

Manufacturer narrative:
A system service check, completed on (B)(6) 2010, verified that the avanta injector was working within medrad specifications. In addition, the site did not retain the disposables that were in use during the reported event. The medrad avanta fluid management injection system operation (B)(4) states the following: "do not connect a pt to the injector, or attempt an injection until all trapped sir has been cleared from the syringe and fluid path. Expel all trapped air from the syringe, drip chambers, connectors, tubings, and catheter before connecting the system to the pt carefully read the instructions for loading and the use of fluidot indicators (where applicable) to reduce the chance of air embolism."